Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, and no sample received at the investigator site for evaluation, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, an ophthalmic phacoemulsification handpiece clogged with small whitish film and patient experienced toxic anterior segment syndrome (tass). The physician suspected that this film corresponds to biological residues that were sterilized. The handpiece did not aspirate anything, they had to unclog it by passing the tip of the scalpel through it. Additional information has been requested. Additional information received clarified that the phacoemulsification handpiece clogged before the surgery at the time of the start of the surgery.